Event description:
It was reported that during the implant procedure the atrial lead exhibited sensing issue and capture anomaly. The doctor attempted to reposition the lead but it was still abnormal. The lead was not used and replaced with a new lead. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.